Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo left anterior descending artery that was 90% stenosed. Pre-dilatation was performed with a 2.5x15mm nc balloon at 12 and 14 atmospheres (atm). A 3.0x23mm xience prime was then deployed at 10 atm followed by post dilatation with a 3.0x12mm nc balloon at 16 atmospheres. A distal edge dissection was then noted. A 2.75x28mm xience v stent was then used to cover the dissection. There was no adverse patient sequela or clinically significant delay. No additional information was provided.